Event description:
It was reported that while in use on a patient, the battery indicator on the autopulse platform went from showing full charge to showing no charge after doing one compression. Then, a message to replace battery displayed. Customer then changed to a second battery which reacted in the same exact way as the first battery. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. Investigation results as follows: visual inspection was performed and confirmed the following: the battery partition was missing, the encoder cover, motor cover and battery housing were also damaged. A definitive cause for these damages could not be determined. A review of the archive was performed and confirmed the reported event of the platform performing a single compression and then displaying no charge and replace battery. The archive showed that the platform had encountered this issue with two separate batteries (s/ns (B)(4)) on the reported event date of (B)(6) 2013. The batteries however were not returned with the autopulse platform for testing. Functional testing was therefore performed using a test battery and the platform was found to function as intended with no issues. In summary, functional testing with the returned autopulse platform and a test battery could not replicate the reported issue, however review of the archive did confirm the event occurred. Based on the evaluation results, a definitive root cause for the reported event could not be confirmed.